Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported thrombosis/ thrombus, swelling/edema and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025 angioplasty was performed in the right superficial femoral artery (sfa), proximal anterior tibial artery, popliteal artery, tibioperoneal trunk and posterior tibial artery. The 5.0x40 mm absolute pro stent was implanted in the sfa. The patient was discharged from the hospital on (B)(6) 2025. On (B)(6) 2025, the patient had pain and swelling in the right leg. The swelling was attributed to reperfusion edema. Additionally, a duplex sonography was conducted that showed a thrombosis of the right distal superficial femoral vein. The patient was prescribed apixaban (anticoagulant) and a follow up visit was scheduled for (B)(6) 2025. The clinical findings remained unchanged at the follow up visit and the anticoagulation was continued. The thrombus appeared recanalized at the next follow up visits on (B)(6) 2025. Per physician, a relationship of the adverse events to the study stent cannot be ruled out for certain since the foreign material that is implanted can trigger the release of substances that can attribute to the formation of a thrombus as well as edema. Reportedly, the study stent was patent. No additional information was provided.